Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left master tool manipulators (mtml) finger clutches were not working however the surgeon's other hand worked normally. The system had faults on the mtm earlier in the week, the technical support engineer (tse) reviewed logs and confirmed error codes. The tse recommended power cycling and hard cycling ssc when possible. The customer confirmed they would power cycle and hard cycle ssc after the case if nothing else. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed an error 23032 pointing to the mtml in the error logs and replaced mtml to resolve the reported issue. The system is verified and ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was able to be reproduce during opto calibration (via matlab). The opto button assemblies will be replaced as a fix..